Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation the device was returned to olympus for inspection; the reported failure was confirmed and found the ceramic tip (isolation beak/insulation beak) was broken. Based on the results of the investigation, it is likely following led to the malfunction: stress problem identified. The insulation beak failure is mechanical component problem, but the root cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the inner sheath was broken. The issue occurred during inspection of the device for an unspecified therapeutic procedure before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) centre. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.